Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was received at zoll medical corporation. The customer's report was duplicated and attributed to a faulty main board. The main board was replaced to resolve the report. The device was returned to zoll's inventory and a new device was shipped to the customer. Analysis of the report of this type has not identified an increase in trend.